Event description:
Device 2 of 2. Reference MFR report #1627487-2012-12512. It was reported the pt experienced loss of stimulation in the right side subsequent to a fall. The physician reviewed images and leads were in the correct location but the lead appears to have partially pulled out of the ipg. Reportedly the pt will consult with the surgeon concerning a revision.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.